Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone calls to have a few complaints. Customer reported to have had keypad anomaly; no delivery alarm; sensor glucose versus blood glucose; low and high blood glucose, tape not sticking and lost sensor. Customer reported that no delivery alarm was a past issue and sometimes resolves issue by disconnecting and reconnecting infusion set; customer discarded supplies. Customer reported to have had low blood glucose of 40 mg/dl and was corrected with food. Customer reported that keypad issue may have been due to pressing buttons twice and declined troubleshooting. Customer also declined troubleshooting for high blood glucose and for lost sensor.